Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed dents on the shaft's insulation and broken rotating knob. Functional inspection : the handle was tested with an insulscan and failed. Probable root causes could be (1) user misuse (2) user excessive force (3) improper cleaning and sterilization (4) normal wear in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.